Event description:
The distributor reported that a foreign object was identified in the fluid path of the transducer included in the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one unused suspect device was returned for evaluation. The device history record was reviewed no related exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The device was examined visually, particulate larger than the acceptance criteria was found. The complaint was confirmed for this device. The root cause is attributed to the manufacturing process.